Event description:
A 6f angio-seal vip device was used for vascular closure of the common femoral arteriotomy. Hemostasis was completely achieved; however, the patient developed cold feet and had no distal pulses after the procedure. Vessel occlusion was confirmed by performing an angiogram and doppler pulse assessment. The patient underwent an additional procedure to re-vascularize the artery.

Manufacturer narrative:
(B)(4) the results of this investigation are inconclusive because the device was not returned for evaluation. A review of the device history record confirmed the device met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the angio-seal and the cause for the reported event remains unknown. The angio-seal instructions for use (IFU) state that based on clinical experience, thrombosis at the puncture site is a risk or situation associated with the use of the angio-seal device or vascular access procedures, if thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.